Event description:
A customer reported a malfunction on their insulin pump, with the issue recurring even after attempting to reset it. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer with resetting the pump and arranged for a replacement pump with updated software to be sent. The customer was advised on how to manage insulin delivery using multiple daily injections until the replacement arrived and was instructed on returning the faulty pump.